Event description:
It was reported that the patient had lost of coverage due to lead migration. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5030767/5110724/5153108.